Manufacturer narrative:
H.6. Investigation: a sample was not available for investigation of this feedback; however the customer indicates that leakage was identified during use of the mz1000 device. No further information was provided to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h.10.

Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: a report was received by a user facility regarding the maxzero product (mz1000). They mention fluid leakage from the needle-free connector.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: a report was received by a user facility regarding the maxzero product (mz1000). They mention fluid leakage from the needle-free connector.